Manufacturer narrative:
(B)(4). Manufacturing date -- 09/04/2015 - 09/08/2015. The device was not returned, however, a photograph was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed evidence of red coil cap shaving inside the device housing. The shaving was not in the fluid path. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red plastic fiber in a large volume folfusor. This was noted before patient use. The device was filled with 3850mg fluorouracil in 153ml 0.9% sodium chloride solution to a total fill volume of 240ml. There was no patient involvement. No additional information is available.